Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging she was unable to test her blood glucose because her onetouch ultra meter was not powering on. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 in the morning. The patient reported using a combination of oral medications with diet and exercise to manage her diabetes. The patient reported 4 days after the issue first occurred she increased her usual dose of glipizide. The patient reported 4 days after the issue first occurred she developed symptoms of feeling ¿sweaty and not feeling well.¿ the patient reported she treated herself with oral medications including metformin 1000mg and glipizide twice a day. At the time of trouble shooting, the cca noted there was no misuse of the subject meter and it was not the first time the meter had been used. Replacement products were sent to the patient. This complaint is being reported because the reporter claims due to the alleged issue, the patient developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Follow-up # 1 (02/3/2014)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2014 and (B)(4) 2014 with the following findings: the meter¿s battery was found to have a low voltage, no high sleep current was observed. The meter functioned properly after replacing battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed

Manufacturer narrative:
Follow-up # 2 ¿ (02/04/2014). The patient¿s meter and test strips have been returned on 1/17/2014 and 1/24/2014, respectively, and evaluated on 1/22/2014 and 1/24/2014, respectively, by lifescan product analysis with the following findings:the meter involved with this complaint failed testing. The meter was found to have a low battery. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.